Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, harm reported with no reported allegation of a device malfunction, DHR requested - other reasons. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, vomiting, hyperglycemia, hyperglycemia treated with ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit, insulin pump (subcutaneous insulin infusion), IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: high bg document treatment for high bg: bolus other than insulin, indicate medications taken to treat diabetes: insulin document type of diabetes: type1. The event involved product(s) mmt-7040a, mmt-397a, mmt-332a, mmt-1884l. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches.the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. The pump was able to enter auto mode. No communication anomaly or calibration anomaly noted. No com pump to xmtr not confirmed.the following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button.test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received.no damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 07-nov-2024 in the pump history file.11/07/2024 11:13:49.000 normalbolusdelivered (220)bolusprogrammingmethod: boluswizard (1)normalbolusamountprogrammed: 28000 (2.8 u)bolusamountdelivered: 28000 (2.8 u)11/07/2024 12:00:09.000 normalbolusdelivered (220)bolusprogrammingmethod: boluswizard (1)normalbolusamountprogrammed: 20000 (2 u)bolusamountdelivered: 20000 (2 u)11/07/2024 12:08:13.000 normalbolusdelivered (220)bolusprogrammingmethod: boluswizard (1)normalbolusamountprogrammed: 28000 (2.8 u)bolusamountdelivered: 28000 (2.8 u)11/07/2024 13:16:49.000 normalbolusdelivered (220)bolusprogrammingmethod: boluswizard (1)normalbolusamountprogrammed: 56000 (5.6 u)bolusamountdelivered: 56000 (5.6 u)11/07/2024 14:05:45.000 normalbolusdelivered (220)bolusprogrammingmethod: boluswizard (1)normalbolusamountprogrammed: 28000 (2.8 u)bolusamountdelivered: 28000 (2.8 u)11/07/2024 14:42:29.000 normalbolusdelivered (220)bolusprogrammingmethod: cl1microbolus (5)normalbolusamountprogrammed: 500 (0.05 u)bolusamountdelivered: 500 (0.05 u)11/07/2024 15:23:19.000 normalbolusdelivered (220)bolusprogrammingmethod: cl1autobolus (9)normalbolusamountprogrammed: 12500 (1.25 u)bolusamountdelivered: 12500 (1.25 u)11/07/2024 15:27:43.000 normalbolusdelivered (220)bolusprogrammingmethod: cl1autobolus (9)normalbolusamountprogrammed: 3500 (0.35 u)bolusamountdelivered: 3500 (0.35 u)11/07/2024 15:32:33.000 normalbolusdelivered (220)bolusprogrammingmethod: cl1microbolus (5)normalbolusamountprogrammed: 1000 (0.1 u)bolusamountdelivered: 1000 (0.1 u)11/07/2024 15:37:43.000 normalbolusdelivered (220)bolusprogrammingmethod: cl1autobolus (9)normalbolusamountprogrammed: 3500 (0.35 u)bolusamountdelivered: 3500 (0.35 u)unable to verify customer's daily total of all insulin delivered surrounding the event date of 07-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file.please see below for the usersuspended (2) alarm note on the event date 07-nov-2024 in the pump history file.11/07/2024 19:21:51.000 insulindeliverystopped (30)reasonfoinsulindeliverysuspension: usersuspended (2)please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 07-nov-2024 in the pump history file. 11/07/2024 14:11:26.000 batteryremoved (55)11/07/2024 14:11:26.000 alarmalertnotification (40) faultnumber: batteryremoved (84)11/07/2024 14:11:48.000 batteryinserted (44)11/07/2024 14:11:48.000 alarmalertnotification (40) faultnumber: failedbatttest (58)11/07/2024 14:12:06.000 batteryremoved (55)11/07/2024 14:12:06.000 alarmalertnotification (40) faultnumber: batteryremoved (84)11/07/2024 14:12:15.000 batteryinserted (44)11/07/2024 14:12:15.000 alarmalertnotification (40) faultnumber: failedbatttest (58)11/07/2024 14:12:39.000 batteryremoved (55)11/07/2024 14:12:39.000 alarmalertnotification (40) faultnumber: batteryremoved (84)11/07/2024 14:13:02.000 batteryinserted (44)11/07/2024 14:13:02.000 alarmalertnotification (40) faultnumber: failedbatttest (58)11/07/2024 14:15:09.000 batteryremoved (55)11/07/2024 14:15:09.000 alarmalertnotification (40) faultnumber: batteryremoved (84)11/07/2024 14:15:17.000 batteryinserted (44)11/07/2024 14:15:17.000 alarmalertnotification (40) faultnumber: failedbatttest (58)11/07/2024 14:16:53.000 batteryremoved (55)11/07/2024 14:16:53.000 alarmalertnotification (40) faultnumber: batteryremoved (84)11/07/2024 14:17:08.000 batteryinserted (44)the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage.failedbatttest (58) - not confirmed.please see below pertaining to svn 000317801456 and event date 10-jul-2024.unable to perform the history review 2 days prior to the event date 10-jul-2024 in the pump history file due to no data available.the pump passed the functional testing. Unable to confirm alleged dka/high bgs.unable to confirm alleged discrepancy between sg value and bg value.no com pump to xmtr not confirmed.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.